Manufacturer narrative:
The investigation for the reported low flow issue has been completed. Evidence of a cannula kink was found. The pump ran to specification in the lab. The root cause of the low flows was a cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, noted as high-risk percutaneous coronary intervention was attempted to implant with an impella cp device for mechanical circulatory support. It was reported the impella cannula kinked, and maximum flows were only 1.5 regardless of pressure. The placement of the impella pump was aborted. No patient harm was reported.